Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that as lvp 20d dehp 3ss cv tubing was cracked and separated. The following information was provided by the initial reporter: material no: 2426-0500, batch no: 20063288. It was reported the tubing is cracking/separated underneath the safety clamp when inserted into alaris pump.

Event description:
It was reported that as lvp 20d dehp 3ss cv tubing was cracked and separated. The following information was provided by the initial reporter: material no: 2426-0500 batch no: 20063288 it was reported the tubing is cracking/separated underneath the safety clamp when inserted into alaris pump.

Manufacturer narrative:
It was reported the tubing is cracking and separating from the safety clamps. Received five used primary set model 2426-0500 lot 20063288 (set 1-5). Set 1 was spiked to one 100ml fresenius kabi bag (lot 12ndu28, exp 04-2021, magnesium sulfate in 5% dextrose). Set 2 was received missing the lower fitment¿s white clamp. The sets were visually inspected for kinks, incomplete bonding engagements, holes/tears in the tubing or damages to the components. Visual inspection observed separations at the engagements between the lower fitments¿ outlet ports (p/n tc10006063) and tubing (p/n tc10013433). Closer inspection under a lab microscope observed no solvent was applied during the manufacturing process at the end of the separated tubing. No damages ¿cracked tubing¿ or other anomalies were observed. A dimensional analysis was performed on each of the separated tubing (p/n tc10013433). Small portions of the tubing were cut into three sections and measured for analysis. The outer diameter of the tubing were measured and observed to be within specifications of "0.164 +/-0.003" inches. Further testing could not be performed due to the obvious leaking that would occur from the separations. Equipment used (inspection performed on 29sep2020) optical ram-cnc, eq08204, calibration due date: 05feb2021 a device history record for model 2426-0500 with lot number 20063288 was performed. The search showed that a total of (B)(4) units in 1 lot number were built on 11jun2020. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. The customer¿s report that the tubing separated from the safety clamps was confirmed on all of the returned sets. Visual inspection observed separations at the engagements between the lower fitments and distal tubing. Closer inspection of the separated tubing under a lab microscope observed insufficient solvent at the end of the tubing applied during the manufacturing process. A dimensional analysis was performed and the tubing was measured and found to be within specification. Bd/nogales manufacturing facility is aware of insufficient solvent on critical joints. Corrective actions (trackwise CAPA pr 1027651) were completed to address potential root causes and an effectiveness check plan for reduction of this issue. Although the corrective actions were implemented before the manufacturing of this lot, manufacturing will continue to be monitored for an increase in frequency. The customer¿s report that the tubing was cracking not confirmed. The root cause of the customer¿s experience was not identified as no visual damages were observed at any of the sets¿ components or tubing.